Manufacturer narrative:
On 9-jan-2026, additional information was received indicating the patient¿s outcome from the pericardial effusion was resolved with end date of (B)(6) 2025. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Manufacturer narrative:
On 3-sep-2025, additional information was received indicating the adverse event was updated to ¿expected/anticipated". If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Manufacturer narrative:
Device investigation details: an analysis of the product could not be performed since a physical sample was not received for evaluation. However, if the product is received at a later date, the investigation will be updated as applicable. A manufacturing record evaluation was performed for the finished device lot number 31599998l and no internal action related to the complaint was found during the review. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster inc., or its employees that the report constitutes an admission that the product, biosense webster inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's ref. # (B)(4).

Event description:
A patient underwent an index atrial fibrillation (afib) ablation procedure with a thermocool smarttouch sf on (B)(6) 2025. On (B)(6) 2025, patient experienced postsurgical pericardial effusion (ae#1) categorized as moderate severity and adverse event not serious. Relationship to study devices was not related. Relationship to the index study procedure was probable. The outcome is recovering/resolving on (B)(6) 2025. Intervention performed was none. As such, this event is not considered to be MDR reportable. On (B)(6) 2025, patient experienced minimal acute pulmonary edema (ae#2) categorized as severe severity and adverse event serious. Requiring in-patient prolonged hospitalization with medical or surgical intervention to prevent life-threatening illness or injury, or permanent impairment to a body structure or a body function. The relationship to study devices was not related. The relationship to the index study procedure was probable with unexpected/unanticipated. The outcome is recovered/resolved on (B)(6) 2025. The intervention performed was other-medication and non-invasive ventilation.